Event description:
It was reported that the customer was fell down on the floor and became unconscious.

Manufacturer narrative:
The information provided with initial report was incomplete. The complete information has been provided in this report. The harm has been updated which is included in this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they went to emergency medical services due to low blood glucose level on (B)(6) 2020. Customer's blood glucose level was 32 mg/dl. Customer was not using auto mode. Customer was treated with glucagon and glucose gel. The insulin pump will not be returned for analysis.